Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 implantable pacing lead, (B)(6) 2007.

Event description:
It was reported that at a device check the estimated longevity was six months. The device reached eri (elective replacement indicator) about three months later. Due to pacer dependency, the patient became symptomatic with the vvi pacing mode due to eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.